Event description:
Event description guidant received information that the patient with this implantable transvenous defibrillation lead received inappropriate shocks due to oversensing caused by fracture. The patient is currently involved in litigation against guidant.